Manufacturer narrative:
Other applicable components are: product ID 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 0 .5mg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the bolus volume was entered incorrectly. The reporter was assisting with a new pump and catheter implant and he thought the physician had not trimmed the catheter and entered an uncut volume and programmed a priming bolus for 2 hrs. The reporter stated 30 minutes into the bolus he was told the tcl (total catheter length)/tcv (total catheter volume) was shorter/lower. Initial ttv (total tubing volume): 0.45ml volume infused 0.1125ml. Actual ttv (total tubing volume): 0.398ml - 0.1125ml delivered = 0.2855ml left to prime. Troubleshooting resolved the issue. The patient had no side effects and was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.